Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power cable on the heartmate ii system controller (serial: (B)(6)) was confirmed via submitted photos. The submitted photos revealed damage to the black power cable with a torn outer cable jacket exposing the inner protective lining. Per the photos provided, fluid ingress was observed on the damaged black power cable. Per the information provided, the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use and to not get the equipment wet. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was in the hospital for follow up, it was discovered that the black power cable of the system controller was damaged aesthetically. The system controller was exchanged.